Event description:
The user facility reported a 68 year female patient had lost pulses in the lower extremity following impella cp implant. The patient's foot was cold to the touch and full strength flolan was added to assist with the condition. Bilateral perfusion catheters were placed and support continued with the implanted pump. Five days later, an emergent CT scan showed that the patient also suffered a brain bleed. The family decided to withdraw care and the patient passed away. There is no enough evidence to disassociate the use of the impella with the patient's passing.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿